Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would intermittently disappear. The procedure was completed using a glidescope spectrum single-use video laryngoscope of unknown size, which was made available in an unspecified amount of time. No harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the reported video baton was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope video baton 2.0 large and was able to confirm the reported issue. When connecting the customer's video baton to known, good, test verathon equipment, there was no image/connection produced. The verathon technical service representative also reported visible damage to the hdmi connector on the customer's video baton. The camera image quality test was performed and failed for the glidescope video baton 2.0 large. Upon completion of the evaluation, the glidescope video baton 2.0 large was scrapped as it had already been replaced prior to its return for evaluation, and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.